Event description:
It was reported patient underwent shoulder arthroplasty in 1992. Patient underwent an expandable right proximal humerus revision procedure on (B)(6) 1994 due to reconstruction purposes. Subsequently, patient is scheduled for a revision due to pain, instability and dislocation. X-rays confirm bone resorption and expansion clip disassembled from implant.

Event description:
It was reported patient underwent shoulder arthroplasty in 1992. Patient underwent an expandable right proximal humerus revision procedure on (B)(6) 1994 due to reconstruction purposes. Subsequently, radiographs taken confirmed bone resorption and expansion clip disassembled from implant and another revision procedure was performed on (B)(6) 2012 due to pain, instability and dislocation.

Manufacturer narrative:
A revision procedure was reported to have occurred on (B)(6) 2012.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.